Event description:
It was reported that the metal anchor broke at the hex (eyelet). The anchor remains in the patient, but the surgery was delayed over 30 minutes. The surgeon completed the surgery using a different implant. No further patient information is available and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. The lot number was not provided, therefore, the device history could not be reviewed and the manufacturing date was not determined. The cause of the complainant's event could not be determined from the information available and without device evaluation.